Event description:
Info was received that reported a pt was treated in 2008 due to incidence of hypoglycemia. The reporter stated the pt had labile blood glucose for 3 days; her blood glucose ranging between 30 mg/dl and 300 mg/dl. The device will be returned for evaluation; the ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.